Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pelvic pain') and fallopian tube perforation ('coil perforated the tube') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). Essure was removed. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: left side essure not removed. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-right side pain, coil perforate to tube , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pelvic pain') and fallopian tube perforation ('coil perforated the tube') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). Essure was removed. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: left side essure not removed. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-right side pain, coil perforate to tube , quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.